Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation was able to confirm a flickering and distorted video image when the bending section was angulated. This phenomenon was isolated to a broken charge-coupler device (ccd) unit wire at the bending section area. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, there was a complete loss of video image. The procedure was completed with a different, but similar device. There was no pt injury reported.